Event description:
Olympus was informed that during the preparation for use, foreign material was found in the unspecified accessory of the reprocessing machine . No adverse event reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the presence of foreign material in the disinfectant container. There was leakage found from the ch-block, ch-pump, and detergent pump. There was a breakage on top cover, hinge cover, and y-joint. There was a discoloration on the rfid antenna. No lid on the detergent container. There was poor connection to alcohol bottle connector. There were foreign substances in water supply mesh. The top cover packing was deformed. The exact cause of the reported event cannot be determined at this time. The legal manufacturer¿s investigation is ongoing, and if new and relevant information becomes available later, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the endoscope and accessories were reprocessed with installing the detergent tank connector. It was unable to be determined if the dirt was inside or outside of the disinfectant tank. It is possible that a black part may have been rubbed against the disinfectant tank, the slipperiness of the connector temporarily decreased, and fine foreign material that had fallen off the water pipe of the user facility may have been caught by the water supply block's filter. The definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not disassemble, modify or attempt to repair this equipment and its accessories. Doing so could result in operator or patient injury and/or equipment damage or malfunction. Some problems that appear to be malfunctions may be corrected by referring to chapter 8, ¿troubleshooting and repair¿. If the problem cannot be resolved using the information in chapter 8, ¿troubleshooting and repair¿, contact olympus.¿ olympus will continue to monitor field performance for this device.